Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer's blood glucose level due to the reported issue. During troubleshooting, tandem technical support confirmed that the battery was depleting as expected; however, customer did not acknowledge this information and continued to allege that the battery was depleting quickly. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.